Event description:
It was reported when using the bd pyxis medstation system remote manager failed and unrecoverable, prevented the user from accessing medications. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed due to oxidation on latch. The field service engineer inspected latch and there was significant oxidation. Removed oxidation and reseated wiring harness to resolve the issue. The system functioned as intended.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es remote manager failed and unrecoverable, prevented the user from accessing medications. The customer reported that there was delay in the patient workflow and users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5,d1, d5,g1,h6,h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed due to oxidation on latch. The field service engineer removed the oxidation and reseated harness wiring to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.